Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a ¿v¿ shaped cut was noted in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in the tube near the slide clamp. This was noted during priming when the unspecified pump being used with the set presented an alarm. There was no patient involvement. No additional information is available.